Event description:
During a coronary drug eluting stenting treatment procedure, balloon removal difficulties from the stent were encountered. The target lesion was located in the severely tortuous, calcified. 75-80% stenosed proximal left anterior descending artery (lad). The physician predilated the lesion with a 2.50 x 12 mm maverick balloon. A 3.00 x 12 mm taxus express2 drug eluting stent was advanced to the lad but was unable to cross the lesion. The stent was removed from the body and the lesion was again predilated with a 2.50 x 15 mm maverick balloon. The same 3.00 x 12 mm taxus stent was again advanced to the lesion and deployed at 9 atms 50 secs. After deflation, resistance was felt upon withdrawal attempts. The delivery balloon was again inflated to 4 atms for 5 secs and then deflated. Again resistance was felt during withdrawal attempts. The physician attempted to push the stent delivery system forward to release the balloon but this was unsuccessful. The guide catheter was then deep seated releasing the balloon from the stent. The stent was removed without pt complications. The pt status is reported as 'satisfactory/good.'